Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor was active and displaying glucose values on a separate dexcom receiver, but the ilet pump would not complete pairing to the dexcom sensor while the receiver was present, resulting in pairing failure; removal of the dexcom receiver from the vicinity allowed successful connection, indicating an intermittent communication failure related to device interoperability and involving the antenna/electrical communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interruption between the cgm receiver and the pump leading to intermittent communication failure, with involvement of the antenna component within the electrical and magnetic system. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.